Event description:
It was reported that the device was displaying the charge-pak icon in the readiness indicator. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The internal battery was found to be depleted and the device would not power on with power supply. The root cause of the reported problem was determined to be due to tin whisker growth on the on/off switch flex cable. The customer received a replacement device.